Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed the battery indicator. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient provided the following information: the patient did not remember the date and time that the product issue started. The patient took her usual dosage of nph insulin; 20 units in the am and 25 units at night. Three weeks after the product issue started, the patient developed blurred vision and funny feeling. She denied receiving any treatment. The csr documented that the meter battery needed to be replaced, but the patient did not have a battery. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs meter displayed the battery indicator. She claims that she developed blurred vision 3 weeks after the product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.